Manufacturer narrative:
Initial reporter name and address: (B)(6). A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported a free flow event involving heparin that occurred "weeks ago." It was noted that the hospital team checked the equipment and supplies and found no programming errors. There was patient involvement but impact was unknown. Although requested, additional information was not provided.

Event description:
It was reported a free flow event involving heparin that occurred "weeks ago." It was noted that the hospital team checked the equipment and supplies and found no programming errors. There was patient involvement but impact was unknown. Although requested, additional information was not provided.